Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on hypothermia therapy in arctic sun device since about 5am but did not seem to be getting to targeted temperature (tt). Just took patient to CT and right before device alerted 113 (reduced water temperature control). They stopped therapy and drained pads to disconnect, and water started spilling from the bottom. Advised it sounds like there was too much water in the device which was preventing it from warming properly and causing the overflow. Walked through draining 16 ounces from right drain port. Nurse stated they drained a bit more than 16 ounces. Advised to reconnect patient when they return from CT, and they would call back in an hour to check in. Called back and nurse stated when the patient returned the device alerted to add water. They added over 54 ounces to the device, patient temperature (pt) was 34.1c, targeted temperature (tt) was 37c at 0.25c/hr, water temperature (wt) was 34.1c, patient had only been back on therapy for about 19 minutes, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 737.2, pump hours were 593.3. Nurse confirmed good pad coverage and foley probe correlates with rectal probe. Advised to drain some water again because added more water likely created the same issue again. Drained 16 ounces from right drain port. Advised they would call back in about 45 minutes to check in with night shift. Called back and nurse at desk confirmed with night shift nurse that the device was working now and looks good. Encouraged them to call back with any alerts or concerns.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on hypothermia therapy in arctic sun device since about 5am but did not seem to be getting to targeted temperature (tt). Just took patient to CT and right before device alerted 113 (reduced water temperature control). They stopped therapy and drained pads to disconnect, and water started spilling from the bottom. Advised it sounds like there was too much water in the device which was preventing it from warming properly and causing the overflow. Walked through draining 16 ounces from right drain port. Nurse stated they drained a bit more than 16 ounces. Advised to reconnect patient when they return from CT, and they would call back in an hour to check in. Called back and nurse stated when the patient returned the device alerted to add water. They added over 54 ounces to the device, patient temperature (pt) was 34.1c, targeted temperature (tt) was 37c at 0.25c/hr, water temperature (wt) was 34.1c, patient had only been back on therapy for about 19 minutes, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 737.2, pump hours were 593.3. Nurse confirmed good pad coverage and foley probe correlates with rectal probe. Advised to drain some water again because added more water likely created the same issue again. Drained 16 ounces from right drain port. Advised they would call back in about 45 minutes to check in with night shift. Called back and nurse at desk confirmed with night shift nurse that the device was working now and looks good. Encouraged them to call back with any alerts or concerns.